Event description:
A complaint of low readings was received on a precision pcx meter at a hosp. At 5.39am a reading of 24.8mmol/l was obtained and compared to a lab comparison reading of 64mmol/l. The pt was tested again at 6.11am and a reading of 26.5mmol/l was obtained on the pcx meter. At 7.58am a reading of 25.3mmol/l was obtained. When plotting the readings of 24.8 and 64mmol/l against each other on a parkes error grid the result fell out of range. The difference in readings is considered clinically significant.